Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional carotid procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7-8 mm. Peri-procedure the patient was anticoagulated with heparin. Access was obtained at the femoral artery via a 6f sheath (model unknown). Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician inserted the device into the sheath with a buddy (guide) wire in place, then the physician inflated the balloon and as the physician pulled back to the arteriotomy the device pulled all the way out. It was noted that the balloon had ruptured. Since access was maintained the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The physician inflated the balloon and as the physician pulled back to the arteriotomy the balloon on the second device also ruptured. The second device was removed and the patient was converted to approximately 20 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on 09/27/12 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a diagonal tear in the balloon, approximately 6 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1221508) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00388 for the second device.